Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic technician that surgeon planned on an sn6at6 intraocular lens (iol) and the ora suggested a t5 iol. Doctor states it seems the patient would have had a better outcome without the ora and by using the doctor's original plan. No injury resulted but explant and iol exchange are possible in the future.

Manufacturer narrative:
The company clinical outcomes specialist (cos) completed a case analysis and noted in the aphakic image in the first frame on the left the red arrows highlight areas of cortex debris shadowing. It is best to clean up the anterior capsule as much as possible. If there is too much shadowing from the cortex debris the system can shift the central capture zone, especially if the patient is not fixating well. It appears the patient was not fixating well. In the pseudophakic image, the first frame on the left has a shadow at the red arrow which could be from stromal hydration or ophthalmic viscoelastic device (ovd) that was not cleared away. The purple arrow highlights an air bubble. Even though the air bubble is not central, it is large and has light reflecting off of it. The red oval contains purkinjee reflections from the cornea and intraocular lens (iol). If the iol is tilted at the time of the capture or if the patient is not fixating, the system will not capture an accurate reading. The green arrow indicates lid interference. The lids, drape, and speculum must be away from the limbus and provide at least a few millimeters of scleral show all the way around. The second pseudophakic image noted red oval highlights the area of possible stromal hydration and/or wound edema. This may affect toric readings. The green square highlights the purkinje reflections from the corneal plane and the iol plane. It also encompasses the bubble with light reflecting from it. The reflections in the purple ovals show additional light reflections that can interfere with the system reading. This can occur if the eye is too wet or if the patient is not fixating. The operators manual cautions it will be difficult to obtain accurate, consistent, and reliable measurements if any of the following conditions or situations exists: patients having progressive retinal pathology such as diabetic retinopathy, macular degeneration, or any other pathology that the physician deems would interfere with patient fixation. Patients having corneal pathology such as fuchs¿ corneal dystrophy, epithelial basement membrane dystrophy (ebmd), keratoconus, advanced pterygium impairing the cornea, or any other pathology that the physician deems would interfere with the measurement process. Patient¿s for which the preoperative regimen includes residual viscous substances left on the corneal surface such as lidocaine gel or viscoelastic. Visually significant media opacity, such as prominent floaters or asteroid hyalosis, will limit or prohibit measurement process. Image quality indicator will indicate when this is an issue. Patients having received retro or peribulbar block, or any other treatment that impairs their ability to visualize the fixation light. Utilization of iris hooks during an system image capture will yield inaccurate measurements. Potential complications includes: potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratometry eyes might yield inaccurate refractive measurement. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tilted lens and the multiple surgical variables during surgery. (B)(4)